Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with extraneal viaflex and physioneal 40 1.36% therapies. It was reported that on (B)(6) 2012, the peritoneal catheter was removed and peritoneal dialysis was suspended. On (B)(6) 2012, the patient experienced a bacterial peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, antibiotherapy was initiated with vancomycin (2 gram (g), according to serum monitoring, intraperitoneal injection (ip) and ceftazidime (1 g, daily, ip). The patient improved from the event. On (B)(6) 2012, peritoneal effluent became cloudy again. The peritoneal catheter was removed and the intraperitoneal antibiotherapy was ended. It was not reported whether the patient was hospitalized or if continued remedial treatment was rendered. The patient was recovering from bacterial peritonitis with culture (B)(6). The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis - no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.